Manufacturer narrative:
Supplemental MDR 1226181-2015-00582_s1 was filed on february 13, 2016 in error. The incorrect manufacturing report number was provided. This has been addressed in supplemental MDR 2432235-2015-00582_s1.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data, and did not find outliers on quality controls. Ccc instructed the customer to check the film and diaphragm, and the customer found nothing amiss. The customer replaced the sample probe and adjusted probe alignments as they were too high. The customer also replaced the sample syringe. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered the sample cleaner leaking at drain. The cse replaced the fitting on the drain and trimmed tubing. The cse also replaced sample mixer, probe, tubing, and clot detect board, cleaned sample drain, and performed all sample probe alignments. The cse tested the ultrasonics and level sense, which resulted without error. The cse primed the system and a system check passed. The cause of the discordant, falsely low mg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.

Manufacturer narrative:
The initial MDR 1226181-2015-00582 was filed on december 16, 2015. Corrected information (01/15/2016): patient sample results were corrected.

Event description:
Discordant, falsely elevated progesterone results were obtained on patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated with a new reagent lot on the same instrument, resulting lower. The customer recalibrated the new reagent lot and repeated the samples on the same instrument, and all resulted lower than the initial results. The samples were then sent to another laboratory for testing, which also resulted lower than the initial results. The corrected results obtained were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated progesterone results.